Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day, it was reported that a sensor issue but could not recall the exact error message or provide enough information about what happened. The problem occurred the day the sensor had been inserted in the abdomen. The patient experienced unresponsiveness and her spouse called emt. She mentioned the she was not getting any readings starting 2033 until 0809. The patient could not confirm if there was any alert or any error message, as she was asleep. When emt arrived past 0930, she was still unresponsive. The bg was 31 mg/dl while the egv was 50 mg/dl. She was given glucose paste and she regained consciousness, she also took two juice boxes. No other medication was administered by emt. At the time of the report, the patient was doing fine. She did another finger stick it was reading 77 mg/dl and dexcom g6 was reading 81 mg/dl. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause was the patient closing the mobile app which led to signal loss. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.